Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose was as low as 35 mg/dl. Customer advised they had calibration error alert in addition to the low blood glucose levels. Customer was advised to monitor the device and their low blood glucose levels. Customer was advised the sensors and tape kit would be replaced.